Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) dislodged after the vcd was advanced into a 6f bright tip sheath. Manual compression was used to complete the case. There was no reported patient injury. The procedure used antegrade puncture. The device was used as normal. The device was discarded and therefore is not being returned. There was no malfunction involving the brite tip sheath. The exoseal vcd was used during an endovascular thrombectomy procedure, and the physician was certified in its use. The device and packaging showed no visible damage prior to use. The device was stored and prepared in accordance with the instructions for use. Suitability of the femoral artery was verified by angiography, including appropriate sheath insertion angle, and the vessel diameter was at least 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, and no nearby stent or significant stenosis. The puncture site had not undergone any prior closure within the last 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button, and the indicator wire was still visible when the device was removed. The plug was found fully inside the shaft. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18300225 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd deployment difficulty unable and indicator wire unable to retract¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) dislodged after the vcd was advanced into a 6f bright tip sheath. Manual compression was used to complete the case. There was no reported patient injury. The procedure used antegrade puncture. The device was used as normal. The device was discarded and therefore is not being returned. There was no malfunction involving the brite tip sheath. The exoseal vcd was used during an endovascular thrombectomy procedure, and the physician was certified in its use. The device and packaging showed no visible damage prior to use. The device was stored and prepared in accordance with the instructions for use. Suitability of the femoral artery was verified by angiography, including appropriate sheath insertion angle, and the vessel diameter was at least 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, and no nearby stent or significant stenosis. The puncture site had not undergone any prior closure within the last 30 days and showed no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button, and the indicator wire was still visible when the device was removed. The plug was found fully inside the shaft. The device is not being returned for evaluation.